Event description:
It was reported that the user experienced setup difficulties when starting freestyle libre 3 plus with the ilet system, including bluetooth removal of the ilet, challenges reopening and reinstalling the ilet mobile app, account access issues, and a ¿sensor already in use by another device¿ message when attempting to scan a libre 3 plus sensor after pairing the pump to the app. Symptoms included no adverse clinical effects. Outcomes included successful redownload of the ilet app, restoration of account access, successful pairing of the ilet pump to the app, removal of the standalone libre app for future support, and initiation of a new libre 3 plus sensor warmup after replacing the sensor that was bound to another device. Investigation included guided troubleshooting, account recovery assistance, app reinstallation, device pairing verification, and sensor rescan workflow. Investigation of this case revealed that the sensor error was consistent with a sensor already being paired to another device and that removing the competing app and starting a new sensor resolved the issue, indicating no pump or app malfunction. It was concluded, based on previously established findings for similar reports, that user setup and prior sensor pairing to another device caused the reported issue.